Event description:
It was reported to philips that the heartstart mrx defibrillator is constantly beeping. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device emits a constant beep. Philips sent a quote to the customer, but philips did not receive approval to proceed with service. For this reason, the diagnosis was not made. No further evaluation is warranted at this time. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed. Philips sent the quote to the customer, but philips did not receive approval to proceed with the service. For this reason, the diagnosis was not made. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.